Event description:
Low impedance was observed in a periodic programming history review. The generator was not found in internal patient databases therefore it is unclear if the device was implanted. No other relevant information has been received to date.